Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) experienced an intoxication episode. Due to the symptoms present during the intoxication, system exhibited noise and oversensing. Inappropriate shocks were delivered. Troubleshooting was discussed. This system remains in service. No further adverse patient effects were reported.

Manufacturer narrative:
E1: initial reporter phone number is (B)(6); reported here as phone number exceeded character limit for designated field.